Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" sensor error message with the adc device and was unable to obtain readings. As a result, customer reported experiencing symptoms described as not feeling well, fainted, a loss of consciousness, laid down for 5 hours, broke pubic bones and was unable to self-treat. Emergency services were contacted, customer was transported to a hospital where a healthcare professional provided unspecified treatment for fracture pubic bone diagnosis and is taking pain killers. There was no report of death or permanent impairment associated with this event.